Event description:
It was reported that the user experienced a transient rise in blood glucose to 232 mg/dl for approximately one hour while using an ilet system with a steel 6 mm contact detach infusion set, after which they elected to replace the infusion set using the same cartridge and completed rewind, tubing fill, and cannula fill, resuming insulin therapy. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included troubleshooting and user education to change the infusion set and to monitor glucose for 1¿2 hours with instructions to call back if not improving. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms and no confirmed device malfunction or component failure identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.